Manufacturer narrative:
This patient reported she had a nickel allergy. The surgeon removed the patient's existing left and right mandibular devices and placed revision all titanium mandibular components. Multiple MDR reports were filed for this event, please see associated report: 2031049-2020-00017.

Event description:
The patient's left and right mandibular components were revised due to material sensitivity.